Event description:
It was reported that an unspecified malfunction occurred. In addition, it was reported that prior to the unspecified malfunction, the pump touch screen was unresponsive and became frozen on the add carbs page. The customer's blood glucose level was 113 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.